Event description:
It was reported that the pt had a graft implanted and 10 weeks later, it was noted that the graft was "weeping." The dr removed the weeping section and placed a new graft. The removed section was discarded. (Medwatch report no. 2029374-2004-00126). Two months after the second graft was placed, the second graft began weeping. The dr removed a portion of the second weeping graft and returned it for evaluation.